Event description:
Caller reported damage to pump housing surrounding the usb port, affecting the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer reverted to a spare pump for continued insulin delivery.